Manufacturer narrative:
Occupation: synthes employee. PMA/510k: device is not distributed in the united states but is similar to device marketed in the USA. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part: 473.015s, lot: l643857, manufacturing site: (B)(4), release to warehouse date: nov 20, 2017,expiry date: nov 01, 2027. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that in (B)(6) 2018, the patient underwent an implant surgery for femoral sub-trochanteric fracture with the pfna and the nail was break on (B)(6) 2019. The hospital followed up the patient without any removal surgery, but the fracture part didn¿t unite. In (B)(6) 2019, the nail broke at the fracture part due to non-union. The day after that, the patient underwent re-operation, and the re-operation was completed successfully. The fracture was atypical fracture, and it caused non-union and the breakage of the nail. This is report 2 of 3 for pc (B)(4). Related product complaints: (B)(4).